Event description:
It was reported that t:slim x2 pump battery would not charge even though different charging cables, wall adapters, and a working outlet were used, and no power source or low power alerts occurred. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not shut down or lose power, chose to use multiple daily injections as backup, and planned to purchase new pump because existing pump was out of warranty.